Manufacturer narrative:
Device evaluation: product was returned and photos were provided. The cage is fractured. Potential cause: root cause was unable to be determined. The fracture occurs due to the plate applying force on the strut that is on the anterior side of the groove. This force can occur from multiple scenarios: 1. Incomplete threading of the cage & angulation of the holder. This can occur when the implant holder is not fully engaged with the cage. 2. Impaction sequences not respected, leaving the first plate not fully inserted and obstructing the groove. 3. Two anchoring plates positioned into the same slot which can occur if the plates are not loaded correctly. 4. Hard / sclerotic bone or anchoring plate hitting distraction pins or plate screws. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during implant insertion into the disc space while the surgeon was tapping at the implant holder, the cage fractured at the anterior face, superior side. There was no impact to the patient. The cage was removed.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during implant insertion into the disc space while the surgeon was tapping at the implant holder, the cage fractured at the anterior face, superior side. There was no impact to the patient. The cage was removed.